Event description:
Customer reports testing 75mg/dl at 9:00am and taking 9 units of r insulin and 11 units of n insulin 5 minutes later. Customer states that at 10:40am, she tested 47mg/dl and felt fine. At 2:55pm, customer tested 76mg/dl and sometime between this time and 8:00pm customer passed out. The paramedics were called and administered a glucose IV. After treatment, customer's device read 75mg/dl while the paramedic's device read 170mg/dl within 5 minutes. No quality controls were used. Requested return of suspect device and replacement was sent.